Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no upstream occlusion alarm when levophed (dose, programmed amount and delivery rate unknown) was not infusing due to a crimped line during delivery in a patient room. There was a significant levophed increase requirement over the course of the day, the user added vasopressor and a line was inserted. The volume in the bag did not match what the pump displayed for how much was left. The crimp was found in line when switching concentration and the pump sequestered by the registered nurse (rn). There was no report of patient injury or medical intervention associated with this event. No additional information is available.